Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #during analysis it was noted that one latch tab was broken off the power cord bay door, the keyboard was broken, the electrocardiogram connector was loose, the printer drawer paper guide was missing, the screen was very dark and difficult to read and the power supply and system fans were noisy. All found defective parts were replaced and additionally the link electronic module board was calibrated. Product ID: 229047 software analyzer. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.